Event description:
It was reported the patient¿s deep brain stimulator (dbs) had ¿gone haywire.¿ it was stated this meant the patient¿s ¿grand mall tremor had gone off.¿ it was noted they tried to restart the battery. It was further reported the patient¿s dbs was tested. It was noted after many tests, they thought the patient had ¿ran into a magnetic field.¿ it was stated the patient wanted a new battery.

Manufacturer narrative:
(B)(4).